Event description:
It was reported that the liquid crystal did not display, and the alarm rang twice in succession. This occurred during priming. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device's event history log was reviewed, which a "high pressure" alarm and a ¿no disposable¿ alarm were recorded in the event log multiple times. Visual and functional tests were performed. The root cause of the issue was found to be an anomaly in the downstream occlusion (dso) sensor, and it was replaced to fix the issue.